Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure any sensing vector that used the tip electrode of this left ventricular (lv) lead had high impedance measurements. It was noted that some sensing configurations using the tip electrode were high at greater than 2000 ohms. Pacing system analyzer (psa) testing of the lv lead also showed high impedance measurements. The lead was disconnected and reconnected to the device with the same result. The physician opted to select another sensing vector using the ring electrodes which exhibited better threshold measurements and lower impedance measurements. At this time the lv lead remains in service and no adverse patient effects were reported.